Event description:
The dr experienced a flashback from the laserlink when using the device wavelength. He had vision problems for 10 days after the incident, which was since gone away. Dr stated that they knew that the filter glass was not filtering the red wavelength. Dr also stated that he did not know if phototoxicity of his macula will be a future problem. The laserlink for the device (multiple wavelength laser) had the incorrect filter glass installed by mfg. It did not block the red wavelength.